Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) from bipolar to unipolar configuration due to out-of-range pace impedance measurements greater than 3,000 ohms. There was no capture at 7.5v in bipolar configuration. Unipolar sense noise was covered by decreasing rv sensitivity; threshold was 0.6v and unipolar impedance measurements were in the 450-ohm range. Technical services (ts) discussed potential lead fracture. The health care professional (hcp) noted that the patient had good conduction and they may end up programming aai, if needed. It was noted that the patient was not pacer dependent. This pacemaker and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) from bipolar to unipolar configuration due to out-of-range pace impedance measurements greater than 3,000 ohms. There was no capture at 7.5v in bipolar configuration. Unipolar sense noise was covered by decreasing rv sensitivity; threshold was 0.6v and unipolar impedance measurements were in the 450-ohm range. Technical services (ts) discussed potential lead fracture. The health care professional (hcp) noted that the patient had good conduction and they may end up programming aai, if needed. It was noted that the patient was not pacer dependent. This pacemaker and rv lead remain in service. No adverse patient effects were reported. Additional information received reported that the right ventricular (rv) lead was explanted and not replaced. Additionally the pacemaker remained in service, and the rv port was plugged. During the procedure, right atrial (ra) lead damage was identified. As a result, the ra lead was also explanted, and a new ra lead was successfully implanted. The pacemaker was then programmed to aai, and technical services (ts) was asked to review programming/troubleshooting options. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 260 millimeters (mm) from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of high out-of-range pace impedance measurements, high threshold measurements, loss of capture (loc), and noisy signals were likely caused by the confirmed fracture.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) from bipolar to unipolar configuration due to out-of-range pace impedance measurements greater than 3,000 ohms. There was no capture at 7.5v in bipolar configuration. Unipolar sense noise was covered by decreasing rv sensitivity; threshold was 0.6v and unipolar impedance measurements were in the 450-ohm range. Technical services (ts) discussed potential lead fracture. The health care professional (hcp) noted that the patient had good conduction and they may end up programming aai, if needed. It was noted that the patient was not pacer dependent. This pacemaker and rv lead remain in service. No adverse patient effects were reported. Additional information received reported that the right ventricular (rv) lead was explanted and not replaced. Additionally the pacemaker remained in service, and the rv port was plugged. During the procedure, right atrial (ra) lead damage was identified. As a result, the ra lead was also explanted, and a new ra lead was successfully implanted. The pacemaker was then programmed to aai, and technical services (ts) was asked to review programming/troubleshooting options. No additional adverse patient effects were reported.